Event description:
Device involved in fsn crm-sal-2024-001- risk of abnormally short device lifetime.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Device involved in fsn crm-sal-2024-001- risk of abnormally short device lifetime.

Manufacturer narrative:
The device has been explanted on (B)(6) 2023.